Manufacturer narrative:
This event took place in (B)(6).

Event description:
The customer states the lancing device is not pricking properly anymore. The customer set the lancing device to the highest setting and with the cap on the lancing device he tried a new yellow lancet. The needle was protruding beyond the end of the cap on the lancet device. There was no adverse event. The suspect product was requested to be returned and the replacement was sent.

Manufacturer narrative:
This event took place in (B)(6). Accu-chek softclix classic lancing device (date stamp 06/2008) was received without lancets. The reported failures could not be reproduced and was not confirmed. The lancing device was tested with test lancets (lot u21a7) at different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device could also be primed and released correctly. The lancing device works in accordance with specifications. The lancing device was disassembled for investigation. No abnormalities could be observed in terms of the customer allegations.